Event description:
During the shift check, the autopulse platform sn (B)(4) displayed a system error, out of service, revert to manual CPR message. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform sn (B)(4) displayed the "system error, out of service, revert to manual CPR" error message was confirmed during initial functional testing and archive data review. The root cause of the system error was due to the processor board (pca) failure. The contribution of the age of the platform and user mishandling cannot be ruled out since the platform's top cover was observed damaged. The autopulse platform is a reusable device that was manufactured in october 2005 and is 17 years old, well beyond the expected service life of 5 years. During visual inspection, unrelated to the reported complaint, the top cover was observed damaged with multiple screw bosses broken. The observed physical damage appeared to be characteristic of user mishandling. The top cover needs to be replaced to address the observed physical damage. The archive data showed the system error 136 (internal parameter corrupted) error message, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the customer complaint. The failed processor board needs to be replaced to remedy the system error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with serial number (B)(4).